Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure for hemostasis. According to the complainant, the patient was being treated for a bleed within the stomach of unknown etiology. The injection gold probe was positioned within the patient's stomach, however, no energy was generated to the probe. A valley lab generator was used along with a bipolar adaptor in this procedure, however the bipolar adaptor was not responsible for this event. A second injection gold probe device was used to complete the procedure. The bleeding event was not exacerbated by the delay in the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The reported complaint of no energy being generated to the probe could not be confirmed, as no electrical testing could be performed. Visual inspection of the injection gold probe device found the ceramic tip to be missing. Further review found the ceramic tip fractured near the transition step inside of the catheter. The fractured portion of the tip was examined; the fracture occurred where the ceramic tip is inserted into the catheter. Based on the evaluation of the tip, the fracture occurred within an area of high stress concentration due to some external forces, such as bending or a side impact. The fractured tip may have impeded current transmission. Based on the results of the investigation, the most probable root cause of the reported defect is operation context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy procedure for hemostasis. According to the complainant, the patient was being treated for a bleed within the stomach of unknown etiology. The injection gold probe was positioned within the patient's stomach, however, no energy was generated to the probe. A valley lab generator was used along with a bipolar adaptor in this procedure, however the bipolar adaptor was not responsible for this event. A second injection gold probe device was used to complete the procedure. The bleeding event was not exacerbated by the delay in the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.